Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, low and out of range impedance on the right atrial lead was noted. Reprogramming was performed, and the patient was well.